Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from belgium reports an event as follows: it was reported that patient will undergo revision surgery due to broken matrix rib plates. Patient was originally referred for matrix rib fixation being unstable after trauma on (B)(6) 2020. CT scan performed on (B)(6) 2020 where a number of ribs still required a medical intervention. Patient suffered from pain. First procedure on (B)(6) 2021 with placement of 3 matrix rib plates on right ribs 6-7-8. Patient visit on (B)(6) 2021 where patient reported pain after performing heavy duty work. X-ray confirmed broken matrix rib plates on rib 7-8. A revision procedure was performed on (B)(6) 2021 where the broken plates were replaced. Rib 7 plate fixation with 5 screws anterior and 5 screws posterior. Rib 8 plate fixation with 5 screws posterior and 3 screw anterior. Control x-ray on (B)(6) 2022 after heavy duty activity and patient complaining about pain. X-ray confirmed that plates that where placed on rib 7 & 8 where broken again. A new surgical intervention will be required but is not planned yet. This report is for a ti matrixrib pre-contoured pl 17 holes for right ribs 6 & 7. This is report 1 of 2 for (B)(4) and captures the second revision surgery. The first revision surgery is captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that the device was observed implanted on rib and broken in two sections. Both fragments were observed in the evidence provided. No other issue was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.